Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced that the drive support cap was protruded. The customer's blood glucose value was 266 mg/dl. The customer treated with .2 units with the pump. The customer's father stated that his daughter fell and hit a chair. The product was returned for analysis.

Manufacturer narrative:
The device was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.